Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they able to clear the alarm and unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 42 alarm, pump error 23 alarm and pump error 24 alarm found on 22-apr-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected pump error 42 alarm and pump error 24 alarm noted during the testing. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thus. Pump error 24 alarm was recorded and found in the formatted history file for the event date. 04/22/2022 12:04:14.000, 04/22/2022 12:14:00.000, 04/22/2022 20:21:31.000, 04/22/2022 20:31:00.000. Pump error 42 alarm was recorded and found in the formatted history file for the event date. 04/22/2022 12:02:57.000 to 04/22/2022 12:03:35.000, 04/22/2022 19:55:05.000 to 04/22/2022 19:56:44.000, 04/22/2022 20:02:31.000 to 04/22/2022 20:21:51.000. Pump error 41 alarm was recorded and found in the formatted history file on: 04/23/2022 11:08:25.000. No pump error 37, 38, 39, 43, 79, 80, 82 and 130 alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Pump error 24 alarm, pump error 42 alarm and pump error 41 alarm were confirmed according in the formatted history file download due to corrosion on the pcba 1, pcba 2 and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Pump error 23 alarm was not confirmed. Pump error 24 alarm, pump error 42 alarm and pump error 41 alarm were confirmed according in the formatted history file download due to corrosion on the pcba 1, pcba 2 and motor assembly noted. During visual inspection, corrosion was found on the force sensor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.